Event description:
It was reported that during a laparoscopic bilateral salpingo-oophorectomy procedure, it was reported to hospital staff that during the doctor's case the top jaw of the device became loose, and somewhat displaced from its hinge. The top jaw did not completely detach from the instrument. There was no injury to the patient. Case completed with another device of the same product code. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw damaged, the energy button detached and returned. It is likely that the button was dislodged during transit. The button was reattached to the instrument and tested with a gen11. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.